Manufacturer narrative:
Failure analysis revealed that the insulin pump failed displacement test followed by a motor error alarm during rewind due to the motor encoder signal out of phase. The device was received with cracked case at the display window corners. The unit was received with minor scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer also states that they are unable to rewind the insulin pump. The blood glucose reading is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.